Event description:
The facility staff claims the back of the table moved downward without inputting a command. No injuries were reported.

Manufacturer narrative:
The product has not been returned at this time. A site evaluation was performed by a technician. The condition could not be duplicated. Damage to the control board was noted. The control board was replaced and functional checks were performed and confirmed.